Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler had a staple jammed in the crotch of the stapler and would not come out. Team was forced to open a new stapler. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform 60 stapler instrument to be returned for failure analysis testing. As of the date of this report, the product has not yet been received.